Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's chest was thumping since the day after system implant. The following physician confirmed that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was reprogrammed with minimal stimulation observed. The lead remains in use. No further patient complications have been reported as a result of this event.